Event description:
Report 2 of 2. The customer contact reported a leak of a chemotherapeutic agent. The tubing set was to be used to deliver an unspecified volume of three unspecified chemotherapeutic agents. It was reported that the tubing set and the chemotherapeutic agents were prepared by the pharmacist, packaged and given to the nurse. After receipt of the package, the nurse noted liquid in the packaging and the package was returned to the pharmacist. It was reported that forty minutes later, the same tubing set and the chemotherapeutic agents were returned to the nurse. The pharmacist indicated that there was no leakage. The customer contact reported that after the delivery was started, the nurse noted leakage of the chemotherapeutic agents from an unspecified y-site of the tubing set. The delivery was stopped and the pharmacist was contacted. It was reported that the nurse had an unspecified "local reaction event"; however, no reported medical interventions were reported. The solution that spilled was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There was no reported delay in therapy critical for this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).